Manufacturer narrative:
An mz1000 sample was not available for investigation. The customer reported that the affected sample was from lot 25075463 and that "venous access is established for a CT scan, but when the bioconnector is connected, the saline solution leaks out." Additional feedback provided by the customer confirmed that it was identified "during the infusion [of saline] immediately." As part of the investigation, the customer provided a video of the affected sample; analysis of the video confirmed the customer experience as leakage was observed between the syringe and the maxzero. However, no obvious damage was visible to confirm the source of the damage. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 25075463 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine the cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that reports of this nature against products in the maxzero product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector had leakage. The following information was provided by the initial reporter, translated from spanish to english: venous access was established for a CT scan. Upon connecting the bioconnector, leakage of the saline solution was observed. Additional information received from the customer: could you confirm how the failure was identified? While using the device. Please confirm whether the failure was identified during priming or during infusion. If during infusion, at what point during the infusion? During infusion, immediately. Please confirm the infusion settings: gravity or pump, height of the infusion line, patient entry point, infusion rate and pressure, infusion line configuration (other extensions or accessories), etc. No other accessories were used. Please confirm if there is any visible damage to the equipment, such as cracks, burrs, or piston deformation. There is no evidence of damage to the device. Please confirm what substance was being infused at the time of the incident. Saline solution. Was there any harm to the patient? No. Was there insufficient infusion? Yes.